Event description:
It was reported that on (B)(6) 2010, the patient experienced some static and frying sounds while using her dacapo battery and dacapo frame. She noticed an unpleasant chemical smell and found yellow liquid (like the battery was leaking) when she opened her battery pack. She denies any exposure to water or moisture.

Manufacturer narrative:
The device has not yet been returned to med-el for investigation. When available, a device failure analysis will be submitted as a follow-up report. Potential for serious injury, even though did not happen in this case.